Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is ordering a patient specific hip inlay for a planned revision because of normal and expected pe-wear left side. Doi: (B)(6) 2004 in another hospital, dor: planned as soon as patient specific implant will be manufactured by depuy. There has been no allegation of any product deficiency.